Event description:
It was reported that the lock was loose during implantation.

Manufacturer narrative:
The returned lock was heavily damaged. The stem was bent near the base, and all of the teeth on the stem were bent and otherwise distorted and misshapen. The teeth in the cap were also damaged. Due to the damage to the cap and the stem, there was not a tight fit between the two parts. The cap slid easily up and down the length of the stem. Damage of this type can occur when the cap is removed after being fully ratcheted down the stem. A review of the mfg records showed no anomalies.